Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device subassembly- pinch tubing.

Event description:
The customer received questionable results for troponin t short turn around time (tnt stat) on one patient sample. All results are in ng/ml. The original result was 0.049, accompanied by a data flag. The sample was then repeated on the same analyzer. The repeat result was 0.121, accompanied by a data flag. Neither of these results were deemed by the customer to be correct. These results were not reported outside of the laboratory. The sample was then run twice on another elecsys 2010 analyzer, serial number (B)(4). The first repeat result was 0.059, accompanied by a data flag. The second repeat result was 0.058, accompanied by a data flag. These results were thought to be correct and were reported outside of the laboratory. There were no adverse events. The lot of tnt stat reagent in use was 16887901; with an expiration date of 08/31/2013. The field service representative suspected an issue with the pinch tubing. He replaced the pinch tubing, rebuilt syringes and cleaned the analyzer. He also adjusted the high voltage and deleted the customer calibration. He executed performance testing and precision testing which was within acceptable ranges. The customer re-calibrated and ran all qc, which was within acceptable range.